Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10. G1: physical manufacturer. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted: service and repair evaluation: it was reported that on an unknown date, the cable tensioner with pistol grip was broken, and the back of the device does not release. The repair technician reported the device required further testing at the vendor. The cause of the issue is unknown. The vendor reported that the tensioner passed visual inspection but failed the functional test. Under tension the thumb release would get pulled forward jamming it with the teeth of the cam shaft and in turn jamming the front handle. The item will be repaired and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 20. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. The evaluation of this failure mode was performed by rti. Investigation flow: device interaction/functional. Visual inspection: the cable tensioner with pistol grip (p/n: 03.221.015, lot number: p322983) was received at us cq. Visual inspection of the complaint device showed no sign of physical damage or alteration. Functional test: a functional assessment was performed by rti, the manufacturer of the tensioner. The tensioner failed the functional testing per sw-100. Under tension the thumb release would get pulled forward jamming it with the teeth of the cam shaft and in turn jamming the front handle. Can the complaint be replicated with the return device? No dimensional inspection: no dimensional inspection was performed due to post-manufacturing damage. Document/specification review: no design issues or discrepancies were identified. Additionally the vendor performed a review of past complaints associated with this pat number. This was the first complaint with this particular failure mode since 01/01/2017. A DHR was also conducted and the device met manufacturing specification prior to shipping. Complaint confirmed? Yes investigation conclusion: this complaint is confirmed as the tensioner was not able to pass the functional testing. The failure mode could be associated with a defective component of the device preventing it to perform as intended. No definitive root cause could be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part #: 03.221.015 synthes lot number: p322983 supplier lot number: p322983 release to warehouse date: oct 15, 2018 supplier: rti surgical the raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the cable tensioner with pistol grip was broken and the back of the device did not release. There was no patient or procedure involvement. This report is for one (1) cable tensioner with pistol grip this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4: lot number h3, h6: a product investigation was conducted. Service and repair evaluation:it was reported that on an unknown date, the cable tensioner with pistol grip was broken, and the back of the device does not release. The repair technician reported the device required further testing at the vendor. The cause of the issue is unknown. The vendor reported that the tensioner passed visual inspection but failed the functional test. Under tension the thumb release would get pulled forward jamming it with the teeth of the cam shaft and in turn jamming the front handle. The item will be repaired and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: part #: 03.221.015 synthes lot number: p322983 supplier lot number: p322983 release to warehouse date: 15-oct-2018 supplier: rti surgical the raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.